Event description:
Pt experience r+ ptosis: impaired eye caze movement left upper: extreme weakness (mild paralysis) after a lspv and lipv linear ablation with the chilli ii catheter. Follow-up information received on: in 2006, pt. Was hospitalized, but is getting well.the following month pt. "Almost recovered", been discharged.